Manufacturer narrative:
Device identifiers and additional information could not be obtained due to the anonymous nature of the study. Iritis is listed in the device labeling as a potential adverse event. Manufacturer reference #: 22319.

Event description:
A survey of health care providers was conducted in which one research correspondent provided feedback specific to the hydrus microstent. The surgeon reported two cases of recurrent iritis post-operatively.